Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 110, which was observed while running a loaded set. System error 110 was confirmed through the event history log and was found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 110 after running for 45 minutes during therapy (medication, programmed amount and delivery rate unknown) in the emergency room . Any patient injury or medical intervention is unknown.